Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during da vinci-assisted surgical procedure the cautery function of permanent cautery spatula did not work. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Based on the information provided, the initial complaint did not indicate any conductor wire damage, and no arcing was observed during the procedure. Additionally, there were no reports of sparking, smoke, or any other arcing-related events. No other instruments were involved in the alleged arcing event, and it did not originate from any instrument associated with the complaint. There was no patient injury or adverse event reported during or after the surgical procedure.